Manufacturer narrative:
Concomitant medical products: 2490h10 remote monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not able to get telemetry with the remote monitor. Troubleshooting steps were taken to no avail. The patient is returning the monitor and was referred to the clinic to rule out telemetry issues with the implantable pulse generator (ipg). A follow up call was made to the patient¿s clinic on record for device status. According to the clinic, the patient was disenrolled in the clinic due to moving to another state. No further information regarding the patient¿s follow up doctor is available at this time. The status of the implanted device is not known at this time. No patient complications have been reported as a result of this event.